Event description:
Rec'd info stating the device was used on a pt for several days. The state of the pt was deteriorating and the pt was placed on a second ventilator. Pt outcome is unk at this time. Covidien has attempted to obtain add'l info in regards to the event. Covidien will notify the FDA when further info becomes available.

Manufacturer narrative:
(B)(4).